Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had trouble with the insulin pump with getting readings and insulin going through. Customer mentioned that their blood glucose reading was 447 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was also conducted and passed. Customer was advised to monitor their blood glucose readings and call their doctor if necessary. No product is being returned for analysis.